Event description:
It was reported that during a coronary artery stenting procedure, stent damage was noted. The lesion being treated is unknown. The physician was attempting to advance a 2.50x32mm taxus liberte stent, but it would not cross the lesion. When the device was removed it was noted the stent edge was flared. The procedure was completed with another of the same device. There were no further complications and the patient status is listed as "good".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary artery stenting procedure, stent damage was noted. The lesion being treated is unknown. The physician was attempting to advance a 2.50x32mm taxus liberte stent, but it would not cross the lesion. When the device was removed it was noted the stent edge was flared. The procedure was completed with another of the same device. There were no further complications and the patient status is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system with stent was visually, tactilely and microscopically examined and stent damage was noted. The stent had one strut in the 7th row extending back from the proximal end at 180 degrees. Contrast was visible in the distal and midshaft of the device consistent with the device being used. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).